Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they have been having unexplained high blood glucose levels which are being treated with bolus deliver. But, the bolus deliveries are not decreasing the customer's blood glucose. At the time of the phone call, the customer's blood glucose was 288 mg/dl which was treated with a bolus deliver without any effect. The customer declined troubleshooting because, they were no felling well. They stated that they will use a backup plan of lantus. Nothing further was reported.